Manufacturer narrative:
Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date. During the procedure, the loop of the electrode fell off and was retrieved successfully. There were no adverse patient consequences reported. No additional information was provided.